Event description:
The pt contacted vistakon 01/03/08 to report having developed an infectious ulcer in the right eye while wearing oasys trial lenses. The pt's primary eye care professional confirmed that the pt was given the trial lenses in 2007. Chart received from treating ophthalmologist indicated that the pt presented a week later, as a referral from medical center; the pt was seen in the ER the day before, diagnosed with a corneal ulcer in the right eye prescribed "vicodin and floxacin 1 gtt q 1hr." Chart indicates: "pt states having an ulcer od-started yesterday. Tuesday felt scratchy -took out cl- felt better wed am put slc back in - noticed swelling. Pt c/o pain, watering, infection and light sensitive. Dr. Noted:" injection. 2.75x2.5mm, 2.8 epi defect no scleral involvement 0.5mm between infiltrate and limbus. Ac 3+ cell and flare. Corneal ulcer od (? Pseudomonas). Rec fortified amikacin q1hr, vancomycin q 1hr alternate every 30 min, cyclogel q 8hr. No cl wear. F/u tomorrow am-bring cl and cleaner." On eight days after the original date, chart indicates: "feels about the same. Decreased discharge, tearing and pain. Va 20/200. 1-2+ injection feathery nasal margins. Ulcer 2.75mmx2.75mm, epi defect 2.25x2.25 mm no scleral involvement. Drawing depicts 10 o'clock location. Ac deep 2+ wbc." Continue medication schedule. Chart also indicates: "complete moisture (exp 3 mo ago) (recalled). Corneal ulcer-od- likely pseudomonas- likely secondary to put using expired and recalled solution." Culture taken six days after the original date indicated: 1+ presumptive identification pseudomonas species. On three days later, f/u: "pseudomonas od ulcer-stable." On the next day f/u: "pseudomonas od-stable. Decrease gtts to q1hr. Vigamox q1hr. Amikacin q1hr." On the following day f/u: "pseudomonas ulcer-imp. Decrease vigamox to q2hr and amikacin to q3hr." One day later f/u: "pseudomonas ulcer-resolving, drop toxicity. D/c amerikan. Cont vigamox q3hr. D/c cyclogel." On the next day f/u: "pseudomonas ulcer od-resolving. Vigamox q2hr wa q3hr hrs." On two days later f/u: "va 20/60. Pseudomonas ulcer od resolving." On three days later f/u: "ulcer resolving. Vigamox to q4hr." On four days later f/u: "va 20/70 with correction was 20/20. Vigamox qid x 1 week then d/c. Last visit to ophthalmologist in 2008: "doing well. No pain. No irritation. Increased va. K ulcer resolved od. Va with correction 20/25. F/u 3-4 months." The prodcut in question has been requested for evaluation but not received. A lot history indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The pt provided the lot number of the complete with moisture plus bottle of solution that was used as: aa03410 expiration date 10/2007. Notified amo of this event 2008 and provided pt contact details. Any additional info received will be reported within 30 days upon receipt. All MDR's are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.